Manufacturer narrative:
The precise cause for a missing tip pin could not be determined. Tip pin was not returned along with complaint device. Unable to perform function testing due to the related condition.

Manufacturer narrative:
The precise cause for a missing tip pin could not be determined. Tip pin was not returned along with complaint device. Unable to perform function testing due to the related condition.

Event description:
It was reported that during an arthroscopic surgery the pin at the jaw of the punch broke off. The surgeon was able to retrieve the device out of the patient. There was no harm for the patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.